Manufacturer narrative:
Controls were run before and after this event and recovered within assay limits. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Bci service was not dispatched for this event. The root cause is based on the raw data analysis that shows abnormal sample patterns, but they are not significant enough for the algorithm to set blast flags.

Event description:
A customer contacted beckman coulter inc (bci) stating that the unicel dxh 800 coulter cellular analysis system did not flag for blasts on two patient specimens without instrument generated differential flags. The first patient specimen had a manual differential requested with the complete blood count (cbc) and the manual results were reported out. Blast cells were reported by the manual differential. The second specimen's automated differential was reported out; the physician questioned the results and ordered a manual differential. Blast cells were reported from the manual differential. A corrected report was sent out for the second specimen. There was no death, serious injury, or change to patient treatment associated with this event.